Event description:
Customer reported an issue with the panorama central station's server, which may have resulted in loss of ambulatory telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Service representative evaluated the system and replaced the antenna connector.